Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg generated from alinity I processing module and provided the following data for a female patient: sample ID (B)(6). Initial hcg test result was 26.63miu/ml (positive) and repeat was < 1.2 miu/ml (negative). The beckman result was negative. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined that the sample alinity pipettor probe was dirty/contaminated and cleaned the probe. The cleaning of the sample alinity pipettor probes resolved the issue and module function was verified with a control/precision run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to false positive b-hcg results after the current issue was reported. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the alinity pipettor probes did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alinity pipettor probes were identified.

Event description:
The customer observed false positive alinity I total b-hcg generated from alinity I processing module and provided the following data for a female patient: sample ID (B)(6) initial hcg test result was 26.63miu/ml (positive) and repeat was < 1.2 miu/ml (negative). The beckman result was negative. There was no reported impact to patient management.